Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being exchanged due to ¿connect power¿ alarms activating was confirmed via analysis of the submitted log file. The controller event log file contained approximately 30 minutes of data (B)(6) 2023 from 13:49:11 to 14:29:40 and on (B)(6) 2023 from 14:28:12 to 14:28:13 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or regular battery depletion were observed throughout the log file due to the relative state of charge (rsoc) voltage on the white power cable dropping below the low voltage thresholds while connected to 14v batteries. The driveline was disconnected on (B)(6) 2023 at 14:06:06 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. It was also noted that the exchanged controller would not be returned for evaluation. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1, a2, and a4: patient information has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient called on (B)(6) 2023 to inform providers that they exchanged their controller due to a faulty power cable. Upon additional investigation, the patient's white power cable had not been delivering power to the controller. The issue occurred on both fully charged batteries and wall power. The patient reported that the controller would occasionally connect to power when repositioning the power cable, but most of the time a connect power alarm would occur. The driveline was inspected closely and there were no issues noted. A new backup controller was issued in the clinic the following day. There were no further issues following the controller exchange.